Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2007.

Event description:
It was reported that the patient heard an audible lead integrity alert (lia) and was advised to go to the emergency room (ER). On the way to the ER, the patient was inappropriately shocked by the right ventricular (rv) lead due to noise oversensing. The rv lead was found to have high impedance and high thresholds. The noise was reproducible with arm movement and pocket manipulation. The rv lead was suspect of a fracture. The rv lead was programmed off until lead revision. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.